Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported a sensation of radiation that would get progressively worse during the day. Additionally, the patient noticed a bump in her skin. A revision procedure was performed and this electrode was found to have dislodged. The electrode was repositioned and successful test results were confirmed. No additional adverse patient effects were reported.